Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd insulin syringes with bd ultra-fine¿ needle experienced liquid in the barrel prior to injection. The following information was provided by the initial reporter: consumer reported seeing clear liquid in barrel of syringes prior to injection.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 2129795. All inspection performed per the applicable operations qc specification.

Event description:
It was reported that 2 bd insulin syringes with bd ultra-fine¿ needle experienced liquid in the barrel prior to injection. The following information was provided by the initial reporter: consumer reported seeing clear liquid in barrel of syringes prior to injection.